Manufacturer narrative:
The investigation for the event and root cause is currently ongoing.

Event description:
It was alleged that the monitor bracket from the light system detached and fell. It was held by the wiring. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation by hillrom/trumpf medical identified that the locking segment, which secures the monitor bracket to the spring arm, came out of the connection. This allowed the bracket to separate from the spring arm and fell down. The locking segment is secured by a sleeve to avoid the locking segment to come out. The sleeve is secured by a screw which prevents the sleeve to move from its securing location. This screw was missing and could not be found. It was stated by the customer a short time before the monitors were exchanged by a third party. Hillrom/trumpf medical was not involved in this activity. To exchange the monitors it is also necessary to dismount the bracket for the new cabling. The most likely cause for the missing screw is an installation failure by the third party monitor company. No maintenance records are available at hillrom/trumpf medical and no service activities were carried out at this light system which involved this connection. The monitor bracket was reinstalled and is functioning as designed. The device involved in this event passed it¿s intended lifetime of ten years. Based on this information, no further action is required.

Event description:
It was alleged that the monitor bracket from the light system detached and fell. It was held by the wiring. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).